Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that an I-stat chem8+ cartridge yielded a sodium result of 116 mmol/l. The same sample was tested in the laboratory yielding a result of 139 mmol/l. See scanned table.